Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the anchor inserted upside down in the driver. The complaint is confirmed based on the customer provided photo, which displays the anchor inserted upside down in the driver. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 6/28/2022, it was reported by a sales representative via email that an ar-2600sbs-6 speedbridge implant system with peek swivelock green tip of the handle split during insertion. Surgeon removed it from inside the patient and noticed the anchor was not assembled properly. This was discovered during a procedure on (B)(6) 2022.